Event description:
Additional information was reported indicating that there was a por condition. There was electromagnetic interference (emi) exposure. The patient had por events since having radiation treatments. The physician assistant had cleared pors a couple of times for the patient. It was unknown if the ins area was the area of treatment.

Event description:
It was reported that there was a power-on-reset (por) seen on the patient¿s implantable neurostimulator (ins) with an error code of 0400 noted. It was noted that the patient observed a ¿call your doctor¿ icon on their programmer unit and was unable to communicate with or charge the ins device when the por occurred (last tuesday). The patient had been having radiation treatments for their prostate for the past 4 weeks and had one week remaining. The manufacturer¿s representative was able to clear the por using the clinician programmer. Both the patient¿s programmer and recharger units were tested and all were noted to be working well. The patient stated that their coverage had not changed.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).